Event description:
Information was received indicating that a smiths cadd® medication cassette alarmed during the patient's use of the device. The device displayed a "no disposable, clamp tubing" alarm. The pump was replaced in order to resume infusion. There was no reported serious injury to the patient.